Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing was sticking to hard to her skin, and it was hard to take it off. The patient stated that it leaves little red bumps on her skin and irritates it. The patient mentioned that she was now using the 4x4 sterile gauze instead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).